Event description:
A physician reported that the actual flap thickness was greater than the planned flap thickness of one hundred thirty microns. It was noted that the actual flap thickness was approximately ten to twenty microns greater than the planned flap thickness. After post operative measurements it was identified that the flap had not yet stabilized completely. There was no patient harm.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. No associated service visit for the reported event could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The beam control check resulted in a correction of plus thirteen micrometers. The treatment of the patient's right eye was finished successfully without any issue. As no treatment report is available the cutting parameters cannot be evaluated. The thickness of the flap was in the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product was received for investigation. Based on the available data no conclusive root-cause could be identified. No technical cause for the reported event could be identified. The manufacturer internal reference number is: (B)(4).